Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the thresholds were unstable and higher on the low voltage pacing lead after the lead's helix was rotated in than before the rotation occurred. After multiple rotations, the helix ceased it's ability to rotate. The lead was explanted and replaced. No patient complications have been reported as a result of this event.